Event description:
It was reported, that this right ventricular (rv) lead exhibited noise, oversensing, and less than two seconds of pacing inhibition. Noise was reproduced on both leads, during isometric tests with left arm movements. There is no clear evidence of fracture with chest x-ray. Patient was in the emergency department, due to palpitations and not feeling right. Lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).